Event description:
It was reported that this implantable lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This implantable lead was explanted.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This implantable lead was explanted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This supplemental is being filed to capture the h11 comment: unique identifier (UDI) was not found and this product only commercially available outside of the united states.